Event description:
It was reported that the paramedics were called due to the customer going into insulin shock. Customer's mother stated that the customer receives a lot of insulin at midnight and experiences low blood glucose readings. Customer declined troubleshooting. Customer's current blood glucose reading is 196 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.